Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified coronary artery. After pre-dilation, a synergy drug-eluting stent was advanced but failed to cross the lesion. Subsequently, several predilations were performed and the device was attempted to cross several times. However, as the device was pulled back, the stent was detached from the stent delivery system and remained in the vessel undeployed. The stent delivery system was then placed back in and through the stent deploying the stent and the procedure was completed. No patient complications were reported.